Event description:
It was reported that the patient experienced a loss of therapeutic effect leading to acute pain in the lateral part of her right leg. The loss of effect occurred approximately 15 days after implant, after the battery had been discharged. It was noted that the patient experienced issues with recharging. Reprogramming was attempted but was unable to achieve any coverage in the area. Impedance measurements were normal. The patient's hcp stated he had seen loss of effects after discharges before, and replaced the patient's battery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3778-60 serial# (B)(4) implanted: 2012-(B)(6) explanted: na; lead model 3778-60 serial# (B)(4) implanted: 2012-(B)(6) explanted: na; anchor model 3550-39 lot# n323042 implanted: 2012-(B)(6) explanted: na; programmer model 37744 serial# (B)(4); recharger model 37754 serial# (B)(4).